Manufacturer narrative:
Date sent: 09/18/2009. Device was not returned for eval. Eval summary: the complaint could not be confirmed because no device was returned for analysis. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that following a right hemicolectomy procedure, pt had a post-op leak. When the re-op was done, they found a small 5 mm hole in the middle of the staple line. They did not see any crimped or malformed staples when they re-operated. The only thing seen was missing staples and a small hole in the anastomosis. The device was discarded. Add'l info being requested.